Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2009, alleging that her onetouch ultra2 meter continued to prompt "apply blood" after a blood sample had been applied to the test strip. The medical surveillance specialist (mss) spoke with the patient on march 2, 2009 and obtained the following information. The patient reported that the alleged issue began on the morning of the same day, when attempting to use the subject meter for the first time. The patient stated that as a result of the issue she postponed eating her breakfast and approximately 1 hour after the alleged issue began she claimed she began to feel shaky. In response to the symptom, the patient stated that she drank orange juice and then proceeded with eating her breakfast as usual. The patient reportedly felt better afterwards. Prior to using the subject meter, the patient claimed she was testing her blood glucose with an acu-chek meter; however, she ran out of test strips for that product the day prior. At the time of troubleshooting, the customer care advocate (cca) noted that the patient was using the incorrect testing technique. The patient confirmed that the cca walked her through a control solution test and obtained a result that was within the specified test strip range. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.